Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the articulating arm wouldn't tighten anymore. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734252r, serial/lot #: (B)(6), UDI#: (B)(4). D9, h2, h3: the hardware was returned and analysis was performed. The returned articulating arm was found to be in good condition and was able to lock and release without issue. No problem was found. Codes b01, c19, d14 are applicable to this analysis. H10: system component information was previously reported under 1723170-2024-01317. This report was submitted to provide full system information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.